Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date is unknown. The suspect device was discarded. A device analysis cannot be performed; therefore, the cause of the reported is undetermined. The june 2008 15-month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no favorable trend was noted.

Event description:
Note: this report pertains to the fifth of five events that occurred during the same procedure. Refer to associated manufacturer report #s 3005099803-2008-01349, 3005099803-2008-01350, 3005099803-2008-01351, and 3005099803-2008-01352 for a description of the other events. According to the complaint, the clips would not release from the catheter. The clip was removed with no trauma to the bleedsite. The physician completed the procedure with a sixth resolution clip device. No patient complications were reported as a result of this event.